Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after over fifteen years of implant, the cuff of this artificial urinary sphincter would no longer inflate; as a result, the patient became incontinent again. An in-clinic visit did not resolve the issue. It was noted that the age of the device was suspected to be the cause of the issue. The device was explanted and replaced. No further patient complications were reported.